Event description:
Breast cancer with reconstruction. Joint pain, stomach upset with food sensitivity. Brain fog, fatigue, implants recalled. Now scheduling explant. Emotionally and physically exhausted. Pissed as hell at FDA and greedy medical device companies. Hate all the corporate greed disfiguring women daily. FDA safety report ID# (B)(4).